Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the intubation instructor used a satg to assist the catheter to enter the body for intubation and found that the guidewire of the satg could not pass through the puncture needle. After two attempts, the guidewire was still unable to pass through the puncture needle, so he could only give up the satg and dismantle the satg and use another set of satg. After the patient was intubated, it was found that there was a protrusion at the front of the guidewire and the tip of the guidewire was not flat. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewire is confirmed and determined to be supplier-related. One stainless steel guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The proximal end of the guidewire was observed to be damaged; however, the core wire of the guidewire was found to be intact. A microscopic observation revealed several coils at the proximal end of the guidewire were misaligned and disjointed. Both weld tips were observed to be present and intact, and there was no disconnection of the coiled wire to the weld tips. Photographs of the sample were forwarded to the end-item manufacturing facility for further evaluation, and the cause was determined to be supplier-related. This complaint will be recorded for future trending and monitoring purposes.